Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump could be awakened but could not be unlocked, despite charging on the pad and performing a prolonged sleep/wake button press; the user could access the notification and bg menus, and no screen damage was observed. Symptoms included no adverse clinical effects and blood glucose was not impacted. Outcomes included no need for medical attention and no hospitalization. Investigation included remote troubleshooting and replacement. Investigation of this device revealed a device performance issue consistent with a user interface malfunction preventing unlock, with evidence of physical screen damage. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the user interface.